Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reused supplies for several days due to running out of supplies, which led to occlusion alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.